Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had leaked from the distal area where the rings end and metal portion that joins to the cuffs. The customer also stated that bubbles could clearly be seen from the junction. There was no reported patient involvement and outcome.